Manufacturer narrative:
Correction: correction to b5, d11. There were no concomitant products in the event.

Event description:
It was reported that there was an event involving a broken upper hinge post, lower hinge, or membrane frame on the alaris pump module. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Device not returned.

Event description:
It was reported that there was a broken part of an infusion pump. There was no patient impact.